Event description:
A malfunction was reported on the customer's pump, which caused their blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided instructions to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer acknowledged the instructions provided and understood the need to return the faulty pump to tandem. The replacement pump, with updated software, was sent, and the customer was informed about available training and necessary procedures for using the new device.